Event description:
At 4.00 a.m. The pt reported obtaining several low results, such as: 43, 39, and 38 mg/dl. The meter was set to the correct unit of measurement. The pt reported symptoms after testing of not being able to talk and she was coughing. She contacted emergency services and was treated with an IV. The pt stated that her blood glucose was not tested on any other devices. It would have not been helpful to know what type of IV treatment the pt received and if any other blood glucose tests were performed. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. She was unable to state if the technique for cleaning the puncture site was correct. The pt did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because the pt was given an IV and the pt alleged that her meter was reading low. Co cannot rule out the possibility of delayed or inappropriate treatment based on the "low" results. A replacement meter has been sent.